Event description:
It was reported that during an alif with synfix at l3-s1, during screw insertion at l5 the tip of the screwdriver had broken off. All pieces were suctioned out of the patient. The surgeon used another screwdriver to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the star drive is made of custom (B)(4) material. (B)(4). Hence the device is well designed in the strength perspective. Extensive use of the star drive can result in wear and tear. Also any dynamic forces exerted on the tip could result in the chip off failure. The chip off failure of the star drive is not clear and hence deemed indeterminate. The manufacturing evaluation showed that the no visible damages. The microscopic view of the t8 tip shows that some of the corner flanks are broken off and the remaining tip was bent. The t8 tip was not fully inserted into the screw recess while application of force what lead to the breakage. This complaint is deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4). The procedure was reported to be an anterior lumbar interbody fusion (alif).